Event description:
It was reported that during an unknown procedure, solid tone with error code '5' was heard. Changed new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the 4-40 stud from the handpiece broken off inside the instrument. Further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching it to the handpiece. It could not be determined why the 4-40 stud broke off from the hand piece. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes; in addition the blade was inspected and it was found in good condition. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. Possible causes that may have contributed to the 4-40 stud breaking off of the handpiece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.